Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at the manufacturer¿s service center. During functional testing, the device failed the active exhalation proportional valve test. Following this result, the device was returned to the technician for further evaluation. Additionally, and unrelated to the reported malfunction, routine service and maintenance activities were performed. These included replacement of the blower assembly, overhead blower filter, and inlet filter. The outer enclosure was cleaned. The rubber feet were found to be missing and were replaced. The front enclosure plate was replaced, and the handle was observed to be cracked and was also replaced. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.